Event description:
It was reported that during the surgical procedure smoke and fire came out of the precise bipolar pyramid tip forceps instrument. The instrument was removed and the planned surgical procedure was completed with a different instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The affected instrument was not returned. Isi cannot confirm or deny the reported symptom.